Manufacturer narrative:
The autopulse platform (s/n#(B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the autopulse platform was performed and found that the top, encoder and motor covers were cracked. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse platform is a reusable device and was manufactured on november 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform's archive data was performed and found user advisory (ua) 29 - loss of brake connectivity occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The platform failed functional testing due to user advisory (ua) 29 - loss of brake connectivit message displayed upon powering on, thus confirming the reported complaint. Further investigation found the brake monitoring circuit detected a loss of connectivity on the brake driving circuit. A drive train motor brake gap inspection was performed and confirmed the brake gap will not hold. The drive train motor and power distribution board (pdb) were replaced to remedy the reported ua 29. Performed the run-in testing with the 95% patient test fixture (lrtf) for several hours, and did not replicate any of the user advisory or fault. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary, the reported complaint of the platform shows ua 29 was confirmed based on the archive review and during functional testing. The root cause was determined to be defective drive train motor and power distribution board (pdb). After the drive train motor and power distribution board (pdb) were replaced, the autopulse platform passed all the testing and meets all required specifications.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/23/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. A potential relationship between a patient outcome and the use of the device cannot be established based on available information. Available information stated that manual CPR was performed to continue the treatment when autopulse displayed user advisory, which is appropriate. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. If the autopulse does not compress, or unexpectedly stops compressions, user shall revert to manual CPR as standard of care. The interruption from device to user is short, and is similar to that of manual CPR when rescuers are rotated, presenting the same workflow as prescribed in the aha guidelines. Therefore, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that while transporting the patient from the scene, the autopulse platform stopped and displayed user advisory (ua) 29 (loss of break connectivity) message. Additional information received stated that manual CPR was performed immediately to continue the treatment. Return of spontaneous circulation (rosc) was not achieved. Customer also reported that the autopulse never started. The use of the platform was immediately aborted and manual CPR was continued. Customer stated that the patient outcome was not related to the autopulse. No issue was noted with autopulse during morning shift check. The ua was observed when they pulled up the chest strap and pushed continue.